Manufacturer narrative:
Clarification to h.4.: august 2020. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported during attempted placement of a xen®45 gts in the right eye, the "slider pressure inconsistent (slider no good)". No injury occured to the patient.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported during attempted placement of a xen®45 gts in the right eye, the "slider pressure inconsistent (slider no good)". No injury occured to the patient.